Event description:
It was reported that patient experienced a postoperative event. Attune tibia cementless break-down, right-side. There was no surgical delay. There was no patient consequence. Implant date: (B)(6) 2023. Explant date: (B)(6) 2025. Affected side: right side.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3, h6: a search of the medtech nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The product was not returned to j&j medtech orthopaedics, however photos were received for review. The photo/x-ray investigation revealed organic debris over the attune rp tib base sz 8 por's surface. However, no signs of significant bone ingrowth was observed on the implants surface. The lack of bone remnants attached to the device fixing surface, might be an indicator of improper fixation between the bone and the implant interface. However, consideration must be given to all other potential influences such as patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A search of the medtech nonconformance (nc) quality system found no nc's associated with this product/lot combination. The overall complaint was confirmed as the observed condition of the attune rp tib base sz 8 por would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.